Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had generator replacement surgery for end of service. Prior to the surgery, vns diagnostics tests indicated high lead impedance. The end of service indicator is unknown. The generator was replaced and then vns diagnostics were within normal limits. The explanted generator has been requested for return. Attempts to obtain programming history to perform a battery estimation are in progress.